Manufacturer narrative:
It was claimed that alarm o2 concentration low occurred. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. Based on technician statement, issue was not reproduced. The device was check and no malfunction was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error or measurement error. The issue was decided to be reported based on available information as o2 concentration low alarm may in some cases indicating that the ventilation have been insufficient due to gas delivery error. There was no patient harm reported. Provided device's logs confirmed occurrence of the reported issue. The root cause of the reported event has not been determined, however according to the technician this issue occurred while the customer was learning the device.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).